Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no live data jack network port was inactive and not providing connectivity. A field service engineer tried a new ethernet cable, tested all available wall ports, and attempted a direct connection to a laptop, which confirmed that there was no live network. Site it resolved the communication issue. The system functioned as intended after the field service engineer investigated the issue and the customer resolved it.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device download had stopped and the device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.